Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the an air in line alarm occurred by the pump for 31 hours into a 46 hour infusion. No patient injury was reported.